Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age & unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported that the device was unable to deliver a shock. Device evaluation could not reproduce the reported issue. Functional testing confirmed normal ECG, pad recognition, charging, and successful delivery of a 30 joule shock. Log review confirmed the reported event and showed the device charge twice while a defibrillation lead fault was active; shock delivery was inhibited because a valid patient impedance was not established. A single "pads off" event was recorded, indicating impedance outside the acceptable range for therapy. Available data could not determine whether the invalid impedance was due to electrode coupling, accessories, or electrode range. The device passed all final testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.